Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.